Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wife burned a hand on the remote monitor; however, no other information was available regarding the degree of burn and any intervention made. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.